Manufacturer narrative:
(B)(4).

Event description:
It was reported that oversensing leading to pacing inhibition was observed. The patient was asymptomatic. Lead was capped and replaced on (B)(6) 2016. Patient¿s condition was fine post procedure.